Event description:
It was reported by customer that before use, the cardiosave intra-aortic balloon pump (iabp) was not displaying the fiber optic when connector was inserted. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and during inspection of the unit, the stm found that the blue connector was broken in the inside. The fiber optic jumper assy was removed and replaced as required. Subsequently, the stm completed all functional and safety tests per factory specifications. The unit passed all functional and safety tests. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported by customer that before use, the cardiosave intra-aortic balloon pump (iabp) was not displaying the fiber optic when connector was inserted. There was no patient involvement, and no adverse event reported.